Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reported 20gx 0.75inch huber needle broke while infusing monoclonal antibody. The patient was still and on the couch . No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
The customer reported the tubing is breaking where the line connects to the luer lock. No other information was provided.